Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen, an issue that began in august 2025 and continued intermittently. There was no adverse impact to the customer's blood glucose level. Technical support assisted by advising on proper button-pressing techniques, but the difficulty persisted. They helped attempt to remove the pump from its case, albeit unsuccessfully. Instructions were given for the return and replacement of the pump. The customer was advised to deplete the battery before returning the faulty pump to tandem and acknowledged the need to transfer their pump settings and connect their cgm to the replacement pump. A replacement pump was subsequently sent to the customer.